Event description:
Country of complaint: (B)(6). Device 1 of 2. The surgery was being performed with a 5mm instrument just fine, but all of a sudden, the sealing has failed. The message on display said something like "re-grasp excess of liquid." After re-grasping, the sealing has not occurred. The sale rep, has deactivated the generator, wait for the self testing, plug the instrument back again and the same problem and message on the display has pop up. He has done the same operation 2 more times, with no solution even after plugging even another brand new instrument. The surgery was completed with a different device.

Manufacturer narrative:
Device test performed at manufacturing site: device started without any problem and was tested at the final inspection at our production. After that we did an endurance test with a following performance test. All those tests are passed without any deviation. Error memory: there are no inscriptions or hints for a system error in the error memory which indicates a problem during the operation at the hospital. Behavioral characteristics: a test with an overheated device (display notice "generator cooling") showed, that after a restart with overheating (insufficient cooling during the deactivation), the notice "generator cooling" appears again, the system is not operable. After adequate cooling, the system was ready for use and it worked properly. Conclusion: the generator works proper and without hints of any problems. The root cause for the problem was very likely the connected rf instrument (pl720su); device two of two for this incident report / MDR 2916714-2013-00140).